Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating resulting in the cylinders not deflating properly. Upon revision, the suspected cause of the inflation issue was a pump malfunction. Therefore, the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. The pump passed functional test. Based on the information available and analysis results, the reported allegations of deflation issue, inflation issue and mechanical issue could not be substantiated during the functional test, and no other fault conditions were identified. Therefore, a conclusion code of no problem detected was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating resulting in the cylinders not deflating properly. Upon revision, the suspected cause of the inflation issue was a pump malfunction. Therefore, the pump was removed and replaced. No patient complications were reported.